Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event. The product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the patients very thin tissue and tif procedure may have contributed to or caused the reported esophageal leak and abdominal abscess. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the reported thin tissue, laparoscopic hiatal hernia repair procedure, pre tif egd (esophagogastroduodenoscopy), bougie dilation of the patient's esophagus, tif procedure, post tif egd, or a combination of events contributed to or caused the adverse event.

Event description:
A patient underwent a laparoscopic hiatal hernia repair procedure followed by tif (transoral incisionless fundoplication) procedure. Following both procedures at the medical facility, the patient became hypotensive. The patient was diagnosed with an esophageal leak at an unknown location and an abdominal abscess with a significant fungal component. An endovac was used to control the reported leak and drains were placed. Two weeks post procedure, the patient re-developed an esophageal leak at an unknown location and the tif physician placed an esophageal stent across the tif valve. As of (B)(6) 2023, the patient is reportedly recovering and expected to make a full recovery.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 1690, 2001, 1914, and 2419. Updating health effect impact code (f) to only include: 4625, 4641, 4607, 4614, 4639, and 4621. Updating type of investigation (b) to only include: 4112, 4109, 4110, 3331, 4115, and 4111.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.7 history updated to include hiatal hernia and gerd. D6a - implant date - added. Updated e code to include 1735. Updated f code to include 4617. Updated g code to include 788. Replaced c code 3221. Replaced d code 67. Updated h8 - to initial use.